Event description:
The technician alleged that the siderail would not stay latched.

Manufacturer narrative:
The technician cleaned and lubricated the left intermediate siderail latch mechanism to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.